Event description:
It was reported that an ilet device developed unresponsive touch sensors and subsequently the screen and wake button stopped responding, despite the app showing a near-full battery and the device displaying a solid green light and charging an external phone, consistent with a display that was difficult to read or nonfunctional and involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display problem associated with the touchscreen and a display that was difficult to read or use. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.